Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0011765371 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The dilator was not returned with the sheath. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. Lab test catheter insertion and retraction into the sheath was performed several times easily without any issue. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch guage(psig) showed the pressure decay in the device was 0.041 psig (should be less t han 0.3 psig). The flushing test with six psig showed the pressure decay in the device was 0.000 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.010 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conslusion, the clinical issue of a clot occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product and the sheath passed the returned product inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: afapro28, product type: balloon catheter, product ID: 2ach20, product type: achieve catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a "potential" clot was observed in the left atrium via intracardiac echocardiography (ice). The clot was not present prior to transeptal access and the physician was not sure what caused the clot. The first ablation was performed, and then the balloon catheter,  mapping catheter, and sheath were removed. The balloon catheter and sheath were flushed and aspirated. There was no sign of a clot on any of the products. The activated clotting time was greater than four hundred seconds. Ice was utilized again and no clot was observed. Despite the concerns, the case was completed with cryo. No further patient complications have been reported as a result of this event.